Event description:
A peritoneal dialysis patient reported that dialysis solution leaked out of the cassette and into the cycler. Upon opening the cassette door, fluid spilled out of the cassette door. Pt reset up with new supplies and was able to complete his treatment. Pt was administered prophylactic antibiotics and had no adverse effects. Companion samples were returned to the manufacturer.

Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation, however, a companion sample from the same lot was returned for investigation and no defects were noted. In addition, an investigation of the device manufacturing records was conducted by the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.